Manufacturer narrative:
Evaluation summary: (B)(4): review of performance data found that the device was at rrt (recommended replacement time).

Event description:
It was reported that the device reached elective replacement indicator (eri) two and a half years after implant, and did not meet expected longevity. Additionally, the atrial lead exhibited high thresholds. The device was explanted and replaced and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator (eri) two and a half years after implant, and did not meet expected longevity. Additionally, the atrial lead exhibited high thresholds. The device was explanted and replaced and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4194 implantable pacing lead - unknown. 6944 implantable tachy lead - unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the devicerevealed normal battery depletion.